Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4, h4: the device serial/lot number and the date of manufacture is currently unavailable. Therefore, the UDI is currently unavailable.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic assisted saw handpiece device, the two robotic assisted saw interface devices were found to be loose. It was reported that the saw devices had excessive movement on the interface devices, causing the saws to cut out while cutting the bone. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: device ID is not sufficient to perform DHR/shr.